Event description:
It was reported that the patient experienced a no external power alarm while connected to the mobile power unit.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarms were confirmed via log file analysis. The heartmate mobile power unit was not returned for analysis; however, a log file was submitted for review spanning approximately 3 days ((B)(6) 2021 per timestamp). Events on (B)(6) 2021 are from product testing at abbott. On (B)(6) 2021 from 19:50:06 - 19:50:20, and 21:50:42 - 21:50:56 there were atypical low power events that became no external power alarms due to a loss of ac power while connected to the mpu. The backup battery provided power during these events and these cleared once ac power was restored. There were no other notable alarms in the log file related to the reported event. Pump operation was not affected. Additional information communicated on (B)(6) 2022 indicated that the serial number of the mobile power unit (mpu) was unavailable, that it was not returning, that the mpu had a v-lock connector, that it is unknown if the ac power cord came loose at the outlet, and that it is unknown if any environmental factors may have contributed to the observed no external power alarms. The root cause of the reported event was unable to be determined in this analysis. Heartmate iii instructions for use ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including no external power alarms. Heartmate iii instructions for use ¿ ¿equipment storage and care¿ and heartmate iii patient handbook ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.